Event description:
It was reported that ll vlv adpt (stand alone) was clogged. The following information was provided by the initial reporter: it was reported by the customer that they are unable to prime fluid through the extension sets.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-20. H6: investigation summary: the customer reported smart site occlusions, and returned 2 samples of material #(B)(4).. The two samples also had both had the labels returned. The samples did not show signs of occlusion, and the complaint could not be verified. The root cause is unknown. Enough information is available on this recurring issue that even without replicating the failure, a CAPA 1998036. Can been tied to the investigation. A project has been funded in order to address the issue under CAPA 1998036. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036. Has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 21035774, medical device expiration date: 2024-03-12, device manufacture date: 2021-03-08. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ll vlv adpt(stand alone) was clogged. The following information was provided by the initial reporter: it was reported by the customer that they are unable to prime fluid through the extension sets.